Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there were ventricular high rate episodes that appeared to be noise on the right ventricular (rv) lead. Oversensing was able be reproduced with isometrics. A note from implant indicated that unipolar sensing was better than bipolar, and the lead was programmed bipolar pace/unipolar sense. The physician decided to change the sensing to bipolar, which eliminated the noise. The lead remain in use. No patient complications have been reported as a result of this event.